Event description:
It was reported that the atrial lead did not capture, had oversensing, high impedance and undefined impedances. Lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).